Event description:
Pt underwent hernia repair with mesh from ethicon prolene pmii lot rbe609 exp. 1/07. Ethicon recently reported the existence of counterfeit mesh with above lot #. At this time the pt is not exhibiting any side effects.